Event description:
It was observed during device inspection that when the soltive pro laser system was powered on, it popped, sparked, and started smoking. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure ¿ the power supply was defective. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.